Event description:
It was reported that under fill occurred during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, hello. It has come to our attention that one of our sites is having substantial problems with the soft draw tubes. They are reporting underfilling (only 2/3 full) including the green and lavender. This is mostly a problem when using a butterfly. The site confirmed that they are using the clear discard tube to clear the butterfly tubing first and then the flow stops once the soft draw tubes are attached. We are looking into the type of adapter they are using for the tubes to see if this could be the reason. (B)(6) - vein direct, - not able to have blood in the tubes ". 1 of 7 complaints.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that under fill occurred during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, hello. It has come to our attention that one of our sites is having substantial problems with the soft draw tubes. They are reporting underfilling (only 2/3 full) including the green and lavender. This is mostly a problem when using a butterfly. The site confirmed that they are using the clear discard tube to clear the butterfly tubing first and then the flow stops once the soft draw tubes are attached. We are looking into the type of adapter they are using for the tubes to see if this could be the reason. 18 august - vein direct, - not able to have blood in the tubes. " 1 of 7 complaints.